Event description:
The customer called with a complaint that there are missing segments in the display. During the trouble shooting process, it was determined that several segments are missing from the 100's display. A request was made to have the meter returned. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.